Event description:
On 12/2/97, clinic reported when an mca 200 dialyzer was removed from the package, one of the headers was loose. Dialyzer was not used; therefore no pt contact occurred. Dialyzer was discarded.